Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Customer blank run that resulted in half of the samples being positive. Customer advised to decontaminate. Issue resolved with technical support. Root cause: customer procedural error; contamination. Source: phone.

Event description:
Reported discrepant sars results for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient sample initially tested negative and later positive. Contamination is likely to have contributed to the event as the negative control was also positive.